Event description:
Healthcare professional reported "implant that is missing one of the inside wrappers and would not use it." Device was not implanted. It is unknown if a backup device was used. This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implant that is missing one of the inside wrappers and would not use it."

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ breach of sterile barrier seal: observe delamination of the lid. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant that is missing one of the inside wrappers and would not use it." Device was not implanted. It is unknown if a backup device was used. This relates to an unknown side.